Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported the patient had a saccular aneurysm and a really tight native aorta. It was reported that the graft was pinched off at the gate; however, they were able to implant a limb and 2 cuffs. The case was successfully completed with good results. It was reported that overnight after the heparin wore off and the blood clotted in the stent graft. The following day, the patient was successfully converted to an open repair. No clinical sequelare were reported, and the patient is reported to be fine. The stent graft was discarded by the user facility.